Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's elective end of life ipg replacement. Physician noticed that the dbs lead extensions were fractured. As a result, surgical intervention took place wherein the fractured extensions were explanted and replaced to address the issue.